Manufacturer narrative:
The product analysis is currently being conducted. The analysis conclusions will be submitted to the FDA in a supplemental report upon completion. Concomitant product: noga xp system: us catalog # m572401, serial # (B)(4). (B)(4).

Event description:
It was reported that the patient was noted to have a small pericardial effusion during a baxter renew stem cell injection procedure during noga map with a nogastar catheter. Caller stated that the heparin was reversed. The patient was stabilized and under observation. Additional information has been requested however no new information has been received. Any additional information received will be submitted to the FDA in a supplemental report.

Manufacturer narrative:
(B)(4). It was reported that the patient was noted to have a small pericardial effusion during a baxter renew stem cell injection procedure during noga map with a nogastar catheter. Caller stated that the heparin was reversed. The patient was stabilized and under observation. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was tested for electrical performance and it was found within specifications. Furthermore, the catheter was also evaluated for eeprom and calibration functionality. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.